Event description:
On (B)(6) 2011, at hospital (B)(6), an one hour adenotonsillectomy surgery was performed on the pt. A wem hf120 electrosurgical generator and a skintact dispersive electrode (model rs01) were used. The electrode was placed on the backside of the lower left calf. The pt was lying in supine position and was not repositioned. The body type of the pt was described as thin and the skin as dry. The skin was not shaved, not cleaned, not disinfected and no ointment had been applied. The skin was dried prior to application. The power setting was described as "voltage: 100-240v and the power of 430va". The hospital stated that the plate was adhering well. After the procedure, a burn was noticed underneath the gel of the electrode. The wound has been described as a "6cm x 4cm oval shaped" 2nd degree burn. The wound has been treated with an occlusive dressing with 60gr silver sulfadiazina cream, amoxicillin and prednisolone.

Manufacturer narrative:
The device involved in the incident and the retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The IFU specifically states "choose a (...) Site as close to the operating field as possible, but not closer than 15 cm, (...). "By removing the adenoids and tonsils the placement site of the electrode on the backside of the lower left calf is not according the guidelines stated by the IFU. The wem hf 120 is equipped with an electrode contact quality monitoring system (ppm - patient-plate monitoring system), which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The IFU specifically states "if an electrosurgical unit offers an electrode cqms (...) Always use a split electrode." The use of a split electrode could have avoided the burn. We therefore conclude that a user error, specifically not following the IFU, has caused or contributed to the incident.